Event description:
Has been using product for picline for a couple of months. Has a blood infection from product -heparin flush-. Allergic reactions with seizures. Dose or amount: 10 ml, frequency: daily, route: IV. Dates of use: 2007 - 2008. Diagnosis or reason for use: picline flushing daily. Event abated after use stopped or dose reduced: no.